Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during a device check, the patient's right ventricular (rv) lead had high thresholds and capture management had raised the outputs. It was also reported that the patient's right atrial (ra) lead had high impedance of 2394 ohms during the same device check. Both leads remain active in the patient. No patient complications have been reported as a result of this event.